Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock while jogging. The physician performed and treadmill test and found the patient's amplitude morphology changed during exercise. The patient later received a second inappropriate shock due to t-wave oversensing. At this time no changes have been made and the s-ICD remains implanted and in service. No adverse patient effects were reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.